Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the device is showing speaker malfunction. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: (B)(6). The following functional tests and communications were performed: a philips remote service engineer (rse) spoke to the customer and was informed that the customer did a restart of the device and it resolved the issued. Based on the information available, the cause of the reported problem is unknown. The reported problem was not confirmed. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.